Manufacturer narrative:
When trying to inflate the balloon in a 6-7f mynxgrip device, the balloons looked oval instead of round. They could not fully inflate because the balloons appeared to be punctured. There was no reported patient injury. This happened with 4 devices. The product was not returned for analysis. A product history record (phr) review of lot f1916801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the two returned devices. The reported ¿balloon loss of pressure¿ could not be confirmed in the other two devices, as they were not returned for analysis. The exact cause of the balloon loss of pressure could not be determined during analysis. Vessel characteristics, although unknown, may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the instructions for use, which is not intended to mitigate risk, ¿the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure¿. Neither the phr review nor the product analysis suggests that the reported event could be a failure or defect related the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. Please note that this is one of four devices associated with the reported event and the elated reports numbers are 3004939290-2019-01484, 3004939290-2019-01485, and 3004939290-2019-01488.

Manufacturer narrative:
Please note update to the UDI#. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this is one of four devices associated with the reported events and the associated numbers are 3004939290-2019-01484, 3004939290-2019-01485 and 3004939290-2019-01487.

Manufacturer narrative:
This device is not available for evaluation but has not been received so far. Additional information is pending and will be submitted within 30 days upon receipt. Please note that this is one of four devices associated with the reported event but only 2 of the 4 related reports number is available, 3004939290-2019-01484 and 3004939290-2019-01485.

Event description:
When trying to inflate the balloon in a 6-7f mynx grip device, the balloons looked oval instead of round. They could not fully inflate because the balloons appeared to be punctured. This happened with 4 devices. There was no patient injury and the devices will not be returned for analysis.